Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 14fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the tip was split with soft tip damage. Circumferential delamination approximately 1 inch in length was observed. The marker band was present. A liner strand, approximately 3.25 inches in length, was observed approximately 3.25 inches from the distal tip. A liner tear, approximately 6 inches in length, was observed about 3.25 inches from the distal tip. A tear on the strain relief, approximately 0.5 inches in length and about 1.75 inches from the comnut was observed. Severe scratches were also observed at the distal tip. Imagery review revealed minor calcification and tortuosity in the access vessel. The access vessel minimum luminal diameter (mld) appeared to be 6.8mm. The valve struts were observed to be bent on the inflow side outside of the sheath profile during the procedure. And bent valve struts with the valve over the balloon shaft were observed. Due to the nature of the complaint, functional testing was not able to be performed. Dimensional analysis of the liner thickness measured along the length of the liner tear/strand was performed. All measurements met specification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other related complaints. Complaint history review from june 2019 through may 2020 for the edwards esheath (all models and sizes) revealed additional returned complaints for the reported events. The review of complaint data found that the complaint rates did not exceed the may 2020 control limits for the appropriate trend categories. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. In this case, the complaints were confirmed based on the visual inspection of the returned device. Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. As noted in the patient imagery provided calcification was present. Calcification can interact with the sheath, weakening the liner material and making it more susceptible to tear. As stated in the complaint description, ¿therefore, it was tried to remove the ds with the crimped valve and sheath together; however, there were many difficulties faced during this process as it was not possible to get the damaged valve back to the sheath, and while trying this, the tip of the sheath was torn/damaged even further¿. It is likely that the bent valve struts caught on the distal tip. If there was a lot of resistance experience at the distal tip, it is likely that excessive force would have been used to remove the devices and the observed damage on the sheath would have occurred as such, it is possible that additional device maneuver to overcome the withdrawal difficulty could have caused the valve strut to penetrate through the weakened liner and cause the liner tear and strand. As the exposed/bent valve strut could have been caught on the distal end causing the sheath distal tip splitting and the additional force exerted may have led to the liner delamination. Although a definite root cause was not able to be determined, available information suggests in addition to procedural factors (bent valve strut, excessive manipulation of the devices), patient factors (vessel calcification) may have contributed to the torn liner, the liner strand and the delamination of the sheath liner. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rates did not exceed the trending control limits; therefore, no corrective and preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11862 and manufacturer report no: 2015691-2020-11976.

Event description:
As reported by our affiliate in finland, a transfemoral tavr procedure for a sapien 3 ultra valve was performed. During the procedure, after the commander delivery system was pushed through the esheath, a bent strut in an inflow area of the valve was noticed. The bent strut was ¿attached¿ to a mild bend in the introducer sheath while it was delivered to the sheath. No more than normal insertion difficulties were reported while inserting delivery system through the esheath. The delivery system, valve and sheath were removed together with difficulty. The damaged valve could not be pulled back into the sheath. During the withdrawal attempt, the tip of the sheath was torn/damaged. Multiple attempts were made to remove the valve. The patient became hemodynamically unstable. The whole system (delivery system, valve and sheath) was removed. A new valve was prepared and successfully implanted. The patient was discharged to a health care center for symptomatic treatment one week after the procedure. During the pre-decontamination of the returned esheath, liner delamination, a liner strand and a liner tear were observed. During the preliminary evaluation, the distal tip was reported to be split. Per the 3mensio report, the native annulus measured 23.5mm x 30.8mm by CT with a valve area of 570.9mm2. The access vessel minimum luminal diameter (mld) measured 6.8mm. No vessel calcification or tortuosity was reported.